Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided and reviewed. The first photo shows a partial view of the catheter with a loaded needle placed inside the product pouch, along with the product details label. The second photo shows the label in which product details was mentioned and verified with tw details. The third photo shows the partial view of a sheet with handwritten text in native language. It is difficult to analyze without complete view and without physical sample. Therefore, the investigation is inconclusive for the reported trocar needle length longer than the catheter issue as it is not sufficient enough to determine whether the product did not meet specifications. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using a navarre opti drain catheter. Prior to the procedure, it was noted that the trocar needle was significantly longer than the catheter. The procedure was completed using another device. There was no patient contact.